Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The tactisys log files were returned, however no files were found corresponding to the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
At the end of the atrial fibrillation ablation, upon removing the catheter from the patient, ¿biological material¿ was observed at the catheter tip. No incidences of impedance spike or errors were noted during the ablation. The material was white in color and soft. Ablation settings were 50w, 45 degrees. The procedure was completed with no adverse consequences to the patient.